Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v741591, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that she had her implantable neurostimulator (ins) removed and moved to the other side due to normal battery depletion and the ins site was causing pain/ discomfort. The pain was gradual in onset. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).